Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the rite functional test but failed the rite electrical test ground bond test section. The assignable cause for the rite electrical test failure of the ground bond test was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.